Event description:
I used renu with moisture loc contact lens saline solution from 12/1/04 - 3/1/06. I was initially seen by medical staff in 11/05 and diagnosed with corneal ulcer, corneal scarring and infection. I am still experiencing pain, discomfort and blurred vision at times.